Event description:
A customer reported experiencing a heat or electrical issue with a pump and its charging supplies, noting that the pump became overheated, bulged, or hot to touch while being charged with tandem charging supplies. There was no adverse impact to the customer's blood glucose level as a result of this issue. To resolve the situation, tandem technical support decided to replace the pump and the charging supplies at no cost. The pump was under warranty, and the customer was guided on how to store the pump before returning it. The customer agreed to use multiple daily injections (mdi) as a backup insulin delivery method, understood the return process, and confirmed their shipping address for the replacement.